Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient had a bit of difficulty for the last couple of weeks and they experienced some leaking the last 4 days. The change in symptoms was considered sudden. Patient adjusted it today about 0 minutes ago. Patient was now able to eat more as she was better hydrated however there had not been any recent changes. Patient did not have local healthcare provider (hcp) as her implant hcp in a different state. There were no further complications that have been reported as a result of this event.